Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that while performing the pm on t he device, the auto ID scanner would not work. Also, when not in service mode, the error code 610.7070 would appear. The front and rear case were replaced, along with the right iui connector. There was no patient involvement.

Manufacturer narrative:
Updated d9 as product was received. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 610.7070 due to logic board. Replaced unit with brand new logic board. Inspection also revealed that camera failed to scan and component was replaced as well. Performed all functional tests with passing results. Based on the findings, service determined that the reported issue was due to electrical failure of the logic board. Device history record: a review of the device history record showed the device had a manufacture date of 08ct2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that while performing the pm on t he device, the auto ID scanner would not work. Also, when not in service mode, the error code 610.7070 would appear. The front and rear case were replaced, along with the right iui connector. There was no patient involvement.